Manufacturer narrative:
Investigation is ongoing. (B)(4). Reference mfg. Report #2015691-2018-03777.

Event description:
A review of the photos provided by the field clinical specialist revealed that interaction of the devices (post deployment difficulty withdrawing the delivery system balloon into the esheath) resulted in significant damage to the sheath shaft profile. The 16f esheath was inserted on the right side of the femoral artery. There was no difficulty crossing the annulus with the valve. A 29mm sapien 3 valve was deployed successfully, post-dilation was not performed. During removal of the commander delivery system, the balloon was getting stuck on the sheath. The physicians had to use "a lot" of force to bring the balloon into the sheath, at this point the sheath began to bend on itself and ¿accordion¿. The physicians then decided to re-advance the delivery system out the sheath to straighten out the sheath. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath. An attempt was made to remove volume from the syringe and pull back negative to reduce profile of balloon. This resulted in blood return back to into the syringe showing that the balloon had burst. At this point, the physicians decided to not recapture the delivery system balloon in the sheath and remove everything (including the burst balloon). The sheath was removed from the arteriotomy, but the edge of the balloon could not come out. The surgeon pushed back some tissue until he could see edge of the balloon and then pulled out the balloon and delivery system. There was no cutdown of the femoral artery and no intervention (balloon or stent) performed. A 16f sheath was re-advanced over the wire and a dsa angiogram showed no extravasation. The 16f sheath was removed and arteriotomy was preclose. Final angiogram showed no injury to common femoral and timi 3 flow down the leg. No intervention was required. The devices were discarded at the hospital. As reported, it was unsure if full negative was pulled on the syringe during balloon deflation post deployment. When there was difficulty bringing the balloon and delivery system into the esheath, ¿the delivery system was re-advanced out of the sheath, and more volume was taken out of delivery balloon by removing volume for the syringe and then pulling back negative on the balloon¿. A few minutes was noted between balloon deflation and withdrawal. Per report, the anatomy was not tortuous nor calcified. As discussed post procedure, perhaps the balloon was too big after valve deployment and got stuck at the tip of the sheath. The force of trying to pull into the sheath and back out could have caused the balloon to detach from the proximal end of the sheath (near the pusher catheter). The patient was stable with no issues and there was no allegation of a device malfunction.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Images were provided and reviewed and the following observations were made: the middle of the sheath shaft appeared damaged, and a 3 mensio report confirmed the vessel minimum luminal diameter (mld) and tortuosity in the access vessel. During manufacturing, the esheath is visually inspected and tested several times throughout the process. During manufacturing, per procedure, the esheath shafts were 100% visually inspected at component level using a minimum of 3x magnification for the following: wrinkles, scratches, kinks, or bends, surface defects, protruding, missing material, dents or cuts, cross linking of hdpe (blue) across liner (clear) witness lines with exposed ptfe liner, seam separation, stress lines on the liner, holes, tears on the strain relief, delamination, serrated transition, holes, or rough surface of tears in the tip, stress lines in the liner, notches on the bottom side of the liner when holding the housing in the left hand and presence of the c-marker band. The sheath tip is visually inspected for flash and excess material using a minimum 10x magnification. The sheath tip is inspected for visual defects and dimensional inspections for the following, scoring on the outer diameter (od) and inner diameter (ID), and scratches in the liner expansion pathway on the ID. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality for the following: shaft od, distal tip ID, working length, coating, and strain relief length. The hemostatsis valve surface is visually inspected to insure that the valve is free of damage (cracks, tears, voids, flash). The sheath shaft is visually inspected by 3x magnification for seam separation, delamination, wrinkles, kinks, bends, stress lines, crossing linking of hdpe, circumferential oriented surface defects, protruding or missing material, dents, cuts, notches on the bottom side of the liner, remnant lines and mechanical damage. The sheath tip is visually inspected for flash and excess material using a minimum 10x magnification. In addition, the tip is inspected for serrated transition, holes or rough surfaces. The sheath is visually inspected using minimum 3x magnification for holes, tears or wrinkles along the working length of the strain relief. After sterilization, sheath expansion testing was performed during product verification (pv) on finished devices from the work order under a sampling basis. Sample sheaths were visually inspected for seam separation, holes and tears. During insertion force testing the lot met the statistical requirements below the upper specification. In addition, a sheath kink resistance test was performed on the samples and passed the kink resistance test. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review was unable to be performed as the work order information was not provided. A lot history review was performed and revealed no additional complaints relating to sheath shaft ¿ damaged. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on returned photographs provided with the complaint, engineering was able to confirm the complaint for sheath shaft ¿ damaged. However due to the unavailability of the relevant device (sheath), engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigations in place supports that the sheath had proper inspections in place to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. It was reported that ¿the physicians had to use ¿a lot¿ of force to bring the balloon into the sheath, at this point the sheath began to bend on itself and ¿accordion¿ ¿. It is possible that the balloon was not fully deflated after valve deployment and got stuck at the tip of the sheath. The force of trying to pull the delivery system into the sheath likely caused the sheath to buckle causing damage. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Additionally, the access vessels were mildly tortuous and calcified, which could have contributed to non-coaxial alignment of the delivery system and sheath during retrieval resulting in additional force applied to the sheath and subsequent buckling/damage. The complaint was confirmed. In this case, available information suggests that patient/procedural factors (tortuosity; high device retrieval force) may have contributed to the reported event. However, a definite root cause is unable to be determined. Since the applicable devices (sheath) were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. Review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for this trend category. No manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified; therefore, no product risk assessment (pra) nor preventative or corrective actions were required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.